Event description:
Same case as MFR's report #6000093-2006-01571. It was reported that during peripheral stenting treatment procedure involving the superficial femoral artery, a .035" magic torque guidewire became stuck in the sentinol nitinol biliary stent system delivery catheter. A second sentinol nitinol biliary stent was deployed to cover more area of superficial femoral artery. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as "good." Additional information has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.